Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported via a manufacturer representative (rep) that they experience a return of symptoms. It was noted that the patient might have had a disease progression that caused their pain symptom to increase. The rep also reported that the patient felt that the implantable neurostimulator (ins) wasn¿t giving her adequate pain relief; it was still covering her pain, but her pain was felt through the stimulation. To resolve the issue, the whole spinal cord stimulation (scs) system was explanted. There were no reports of device issues. Follow-up is not required at this time and there is no further information related to this event. The patient¿s medical history is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.